Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2008. The procedure was completed under spinal anesthesia. There were no intra-operative complications. It was reported that post-operatively at about 43 days later, the patient had a right sulcus with mesh extension. As a result, an excision of the extruded mesh was performed in the surgeon's office. The event was reported as resolved.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.